Event description:
I used renu with moistureloc contact lens saline solution from 06/10/05 through 04/20/06. I had severe pain in my left eye along with redness, sensitivity to light, and excessive eye discharge. I was diagnosed with viral keratitis and central corneal ulcer. Since then I have had many infections in my eyes and visited the dr twelve times in total. I have corneal scars in my left eye and both my eyes are very suseptible to eye infections. Prior to using bausch & lomb with moisture loc, I wore contact lenses for more than 10 years and never had this problem.